Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "twisting prosthesis on the left, always pain and stinging in the breasts, joint complaints, fatigue".

Event description:
Healthcare professional reported "twisting prosthesis on the left, always pain and stinging in the breasts, joint complaints, fatigue". Patient additionally reported enlarged lymph is from after I had the implants. This relates to the left device. Device remains implanted.